Event description:
Additional information was received from the customer that reported that their vela ventilator was in use with a patient when it alarmed "xdcr fault" and the monitored positive end expiratory pressure (peep) value increased. The ventilator was substituted with a different ventilator with no patient harm or injury.

Manufacturer narrative:
Additional information was received from the customer on 05dec2017, that included the date of event, but was not included on supplemental MDR 001, in error. This error was identified on (B)(6) 2018.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed but unable to be duplicated. The combination of transducer faults at power-up/auto-zero notice in the events log with successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.